Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete. Section b5 will be- the patient also alleged visualization of particles in tubing/chamber and having dry mouth. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of liquid ingress with material consistent of mineral deposits inside the iso port on the rear panel of the device. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of liquid ingress to the blower and blower box, an unknown black contaminant was on the bottom of the blower box. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown contaminant was observed on the flip lid seal. The manufacturer concludes there was evidence of liquid ingress with material consistent of mineral deposits inside the iso port on the rear panel of the device, evidence of liquid ingress to the blower and blower box, a black contaminant was on the bottom of the blower box, a contaminant was observed on the flip lid seal of the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058